Manufacturer narrative:
(B)(4). Date of initial report: 01/20/2015. Date of follow-up report: 01/29/2015. Examination of the incident pencil found damage on the cord. The damaged area failed hipot testing. Visual inspection found marks on the insulation indicating a clamp had been used to secure the cord.

Event description:
The site reported the cautery pen sparked and burned a hole in the surgeons gown. There were no patient or personnel injuries. Initial evaluation of the device at covidien found the pencil cord was damaged. The cord failed hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.